Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgement with high pacing thresholds. The lead was replaced successfully. No additional adverse patient effects were reported.